Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0715n, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) reported that a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor was in the emergency room for an unrelated MRI when the patient stated that they had been having problems with their ins. The patient stated that it needed to be reprogrammed and that they feel their leads moving in their back. The patient also told the hcp that stimulation does not work all the same and that something is moving around. The patient told the hcp that they would like to wait to have the ins turned back on until they can meet with someone to reprogram the device. No patient symptoms were reported and patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.